Event description:
As reported, during a laparoscopic hernia repair procedure the surgeon tried to fixate the mesh using the capsure fixation device. It was reported that the device failed to deploy the first fastener. When attempting to deploy a second time two fasteners deployed at the same time. It was reported that, there was no broken fasteners and the loose fasteners were removed from the patient's body. Another capsure straight fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fixation device deployed two fasteners at the same time. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. When the sample is returned and evaluated, a supplemental emdr will be submitted to document the results. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Not returned.

Manufacturer narrative:
As reported, capsure fixation device deployed two fasteners at the same time. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. When the sample is returned and evaluated, a supplemental emdr will be submitted to document the results. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds for deployment issues with the device. While a definitive root cause cannot be determined the most probable cause is related to forces applied during use resulting in the damaged fastener found and caused the device to loose synchronization. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic hernia repair procedure the surgeon tried to fixate the mesh using the capsure fixation device. It was reported that the device failed to deploy the first fastener. When attempting to deploy a second time two fasteners deployed at the same time. It was reported that, there was no broken fasteners and the loose fasteners were removed from the patient's body. Another capsure straight fixation device was used to complete the procedure. There was no reported patient injury.